Event description:
It was reported that the ilet user performed a supply change and deployed an inset infusion set incorrectly, then accidentally flung and broke the set while attempting to replace it, after which a third inset was successfully placed; the issue involved an infusion set deployment error and physical damage to the infusion set component. There were no reported symptoms, adverse clinical effects, alarms, or alerts. Outcomes included no medical intervention, no hospitalization, and successful continuation of therapy after the third insertion. Investigation included complaint intake, user coaching on correct insertion technique, and review of use error related to infusion set handling. Investigation of this case revealed user handling error and improper deployment as the primary factors, with damage to the infusion set attributed to accidental impact; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during handling and insertion.